Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted transverse colectomy procedure, a nurse called in during system setup to report that they were facing an issue with the universal surgical manipulator (usm). The caller stated that the patient was in the operating room (or) with port placed. Prior to call technical support they have already restarted the system without improvement. The technical service engineer (tse) viewed the system event logs and could see an error code 23118 pointing usm2 and indicating an encoder error. Tse asked caller to perform a hard power cycle with emergency power off (epo), no change. Tse asked if they can proceed with 3 arms, and the caller said yes. Tse guided caller to disable usm2. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in system logs, the 23118 error was found indicating universal surgical manipulator (usm) axis 3: motor encoder fault on the usm 0x3 axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the insertion chipencoder virtual absolute printed circuit assembly (cva pca), cva disc and cva flat flex cable (ffc) was further inspected, and no faults could be identified. The complaint regarding repeated error was confirmed by failure analysis. The probable root cause is due to an issue with the yaw cva pca, cva disc, and cva ffc.

Event description:
Refer to h11 for follow-up information.